Event description:
It was reported the patient had a pretty big fall over the weekend, possibly down the steps on the side of his implantable neurostimulator (ins). The patient could feel the ins moving in the pocket. The patient also felt a shocking sensation at the ins site and he did not feel when stimulation was off. Additional information received three days later reported impedances were within normal limits. The patient¿s pain doctor referred him back to his implanting physician. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was a patient fall on steps. It was noted that the event was not attributed to any of the devices. It was noted that the patient fell incidentally without any warning. It was noted that it was not related to the device. It was noted that the patient was unsure if the device was functioning normally. It was noted that the patient was unsure if the event was due to programming but the patient informed the neurosurgeon and doctor. It was noted that there was not an x-ray, CT scan, or MRI. It was noted that the patient wanted to wait before he proceeded with anything. It was noted that the patient experienced that the stimulator was not as strong. It was noted that there was no patient hospitalization. It was noted that after the fall the patient was getting less stimulation but was unsure at this point because of swelling. It was noted that the patient did notify the doctor who implanted the unit and the doctor who performed the previous surgery.

Event description:
Additional information received reported that no appointment had been made yet.